Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call they had air bubbles. The blood glucose at the time of the incident was 387 mg/dl. The customer states they change their site after a no delivery alarm and noted air bubbles in the reservoir. The customer states the pump was not rewound with the reservoir in place. Troubleshooting was not able to resolve the issue, because the customer had changed the reservoir. The device will not be returned for analysis.